Event description:
It was reported that while being hospitalized for an unreported indication, the patient had a break in aseptic technique during therapy while using unknown baxter pd disposables, and acquired peritonitis manifested by abdominal pain, fever, and cloudy peritoneal effluent. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with oxacillin (1g, route and frequency not reported). At the time of the report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.